Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them.

Event description:
Blood glucose results of "148 and 78 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. Meter, test strips, and control solution were replaced.